Event description:
It was reported that this right ventricular (rv) shock lead impedance measurements reached greater than 125 ohms. The device had triggered elective replacement indicator (eri) recently; thus, the physician decided to replace the rv lead at that time. The rv lead was abandoned surgically. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.